Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 20 mg/dl. The customer stated that the battery compartment of the insulin pump was rusted and corroded. It was also reported that the red light stayed on all the time and blood glucose levels were out of range. Customer stopped using insulin pump system and used manual injections to regulate the blood glucose levels. It was unknown whether the auto mode feature was active or not at the time of the incident. The customer declined to troubleshoot for the low blood glucose readings. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged damaged battery tube and low bg's found on (B)(6) 2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test; however, device failed self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly (pcba 1), motor, and force sensor. Unable to confirm low bg's. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), corroded battery tube, corroded battery tube spring, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where corroded battery tube, corroded battery tube spring, and cracked case (battery tube) was noted. Self test failure suspected to be moisture damage on vibration plate and pcba 1. Unable to confirm low bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.